Event description:
It was reported that during a bullectomy procedure, the device did not staple on one side of the cut line. The device was fired across pericardial steri-strips. Another device and sutures were used to complete the case. Pt is recovering well.